Event description:
During an in-clinic follow-up, increased capture threshold was on the left ventricular (lv) lead. The patient experienced phrenic nerve stimulation on all configuration of the lv lead. The lv lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.